Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal to superficial femoral artery. After a guide wire crossed the anterior tibial artery (ata) and the posterior tibial artery (pta), plain old balloon angioplasty (poba) was performed. Then poba was performed using a 5.0mmx220mmx150cm (4f) sterling balloon catheter at the treated vessel. During first inflation for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.